Manufacturer narrative:
The pleora for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The lvds cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The cp1 to cp2 upgrade kit was returned to the manufacturer for analysis. No problem reported with the exhausted cp1 to cp2 upgrade kit. They were returned as the cables were useful with cp1, but not useful with cp2. No fault found.

Manufacturer narrative:
The detector panel was returned to the manufacturer for evaluation. Testing found that the 2d image acquisitions could not be performed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the generator for the imaging system would not complete start up. The communication between the flat panel digital detector could not be established. To resolve the reported issue, the detector and control box were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect detector and control box have not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the imaging system would not power on. No additional information was provided. There was no patient present when this issue was identified.